Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 125 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 69 and 75mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/15/2019 and open vial date is last month. The meter memory was reviewed for previous test result history: (B)(6). Customer called in concerned with the results she received from the meter. Customer states that the meter is reading low. Customer is also receiving error messages e-5. Customer states that she is concerned with all of the results.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 125 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 69 and 75mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is last month. The meter memory was reviewed for previous test result history: result 1:75mg/dl date:(B)(6) 2018 time:6:20pm fasting, result 2:81mg/dl date:(B)(6) 2018 time:6:12pm fasting, result 3:96mg/dl date:(B)(6) 2018 time:5:36pm fasting, result 4:75mg/dl date:(B)(6) 2018 time:5:27pm fasting, result 5:92mg/dl date:(B)(6) 2018 time:5:23pm fasting. Customer called in concerned with the results she received from the meter. Customer states that the meter is reading low. Customer is also receiving error messages e-5. Customer states that she is concerned with all of the results.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01572206 the device is undergoing an evaluation but has not yet been completed. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Evaluation codes changed based on the FDA codes update. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.